Manufacturer narrative:
Investigation summary one (1) used list# lat-d1000, conector tego¿ was returned for evaluation. As received an unknown solution, a tear seal and a seal collapsed evidence was found. No mating device was returned for evaluation. Complaint can be confirmed. The probable cause of connector was corrugated and membrane was sunken is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record lot was reviewed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by customer. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
A complaint was received regarding a conector tego¿ that experienced tearing found during investigation. It was reported that before the patient's connection to hemodialysis therapy, the venous lumen tego connector was corrugated, and the membrane was sunken. Therefore, with sterile technique and according to the protocol, both bioconnectors were changed and proper function was verified. The reporter stated that the sample is available for evaluation. The event occurred during a female patient use, initials layg, age 55-year-old, however, there was no reported harm as a result of this event.